Event description:
It was reported to philips that the system turns off automatically and after restarting, it does not save exams. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and found system shut down automatically. Upon troubleshooting, rse checked that the issue was caused by a hospital power outage, and no problem was found with the equipment. To resolve the issue, the customer only requested the ups specifications to install on the equipment for protection against power outages as they did not have a ups for the system. The rse sent the ups, and no other actions were performed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not caused by philips product, it happened for hospital power outage and as there is no ups it does not protect against power outages. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.